Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
On 2019-dec-18, information was received from a manufacturer representative (rep) regarding a patient receiving morphine (5 mg/ml, 0 .32 mg/day) via an implantable pump for an unknown indication for use. It was reported the patient's pump was extremely mobile and loose under the skin. The patient had lost a significant amount of weight. No diagnostics or troubleshooting was performed. The managing hcp was going to refer to surgeon to revise pocket. Surgical intervention was planned, but has not been scheduled. The issue was not resolved at the time of this report. The patient's status was alive; no injury.